Event description:
This report summarizes <noe> 1 </noe> malfunction event. The customer reported an event of unintended movement of a dx-d 100 system. The customer described the dx-d 100 system made a sudden acceleration in speed and movement. Agfa service responded onsite and inspected the dx-d 100 system. During the system test, the local service engineer could not reproduce the reported issue so the actual cause is unknown. Agfa service replaced the dmc, left and right handgrip kits and both handle gauges. There have been no additional events reported. There was no reported harm to patients or users and there are no additional actions for these events.